Event description:
Three devices (cev6795b, cec636-1a, and cev669b) were returned to mxi service and repair. It was reported that "an electric arc was produced at the clipping button, located on the black part, twice during use. At the same time, a strong burnt rubber odor was observed."

Manufacturer narrative:
Complainant/facility: docteur antoine huguenin, cholet, france. Device 1 of 3, cev633-1a, indicated that the electrode coating was damaged and presented with signs of impact. The electrical tests were found to be in compliance. The coating was most likely damaged from impact or abrasion during use or reprocessing. Device 2 of 3, cev669b, manufacturing date 12/2010, eval of this device indicated that the black plastic part had a blackened area at the connection plugs. Burnt plastic residue was observed in the area where the forceps were inserted. A residue that seemed to be from an external source was at one end of the compress/tissue was also removed and presented with signs of being burnt. The event reported was most likely a result of the electrical arc produced where the cable connects. It could have originated from the presence of humidity in the connection area (poorly dried cable/blood/tissue, etc). The observation of an external burnt residue in the charred area was most likely a result of insufficient cleaning of the instrument before use or the accidental presence of this residue during insertion of the electrode. Device 3 of 3 cev6795b, manufacturing date 12/2010, no problems were observed after eval of this device. It was found to be functioning as designed. Note: this MDR is being filed as a result of an internal review of complaint from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's ref #: na. (B)(4).